Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Information was received that the patient was seen and no technical abnormalities were identified. The patient will continue to be monitored appropriately. No adverse patient effects were reported.

Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range shock impedance measurement on the right ventricular (rv) lead. No adverse patient effects were reported.